Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was broken/separated from the pullwire. The broken guide catheter was free of kinks/bends. The proximal end of the guide catheter was torn. There were no damages on the push catheter and the welded pullwire/cannula. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the root cause could not be determined since the event description and product analysis do not provide sufficient information to conclude a probable root cause for the complaint. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. During preparation, as the device was loaded onto the guidewire, the guide catheter detached from the system. The procedure was successfully completed with another rapid exchange biliary stent system with no reported patient complications.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. During preparation, as the device was loaded onto the guidewire, the guide catheter detached from the system. The procedure was successfully completed with another rapid exchange biliary stent system with no reported patient complications.